Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the insulin pump had alarmed off no power. Customer is not sure why the alarm occurred. She said the first time the alarm occurred the device did alert low battery prior to the alarm occurring. Customer's blood glucose was unknown. However the second time the device alarmed off no power the device didn't alert low battery. Customer was advised to she may continue to use the device until the replacement device arrived. The device is being returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the display window. The pump was received without the original belt clip. No damage noted on the belt clip slot.